Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated on the same day the sensor was inserted, they had a skin reaction under the entire patch area. He stated that he had itching, rash, redness, inflammation, pimples, dry skin, scarring, and pustules. He went to his doctor and was prescribed an unspecified antibiotic, mupirocin antibiotic ointment and medtronic skin barrier. No additional patient or event information is available.